Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided.

Event description:
On (B)(6) 2020, the doctor found that the clip would automatically spring open after clamping and there was still difficulty in clamping. The user changed to same device to complete the procedure.